Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a failed battery test alarm. Customer had to replace the battery very frequently. Customer's blood glucose was unknown. Customer was in a car at time of call. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.